Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis.

Event description:
It was reported that the handpiece heated up. There was no reported patient impact. The case was completed with a backup device.

Manufacturer narrative:
The product analysis found that the condition of the device showed no significant physical damages. The handpiece was connected to the console and operated at default speed. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.